Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use, the expected audible alarm did not work. Medical intervention was required as a result of this malfunction. There were no negative patient consequences reported. No further details of the event have been provided by the customer.